Manufacturer narrative:
One pressure monitoring set was received by our product evaluation laboratory for a full examination; however the evaluation has not yet finished. Upon the evaluation of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, this disposable pressure transducer (dpt) provided incorrect high-pressure value of 180-190 mmhg. The values were noticed to be incorrect since treatment provided did not correct the hypertension. The anesthesiologist was contacted, and briefly stabilized the patient at around 160 mmhg. However, systolic blood pressure suddenly raised up to 300 mmhg; coronary artery curve was checked and confirmed to be correct. Then, another anesthetist joined the event and further immediate measures were implemented. These measures were effective and blood pressure was confirmed to be correct by manual measurement. Arterial ring was changed, and normal CT was obtained. No further information available. Patient demographics were requested and unable to be obtained. There was no allegation of patient injury.

Manufacturer narrative:
One pressure monitoring set was received at our product evaluation laboratory for a full evaluation. The reported event could not be confirmed . Dpt zeroed and sensed pressure accurately on pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible damage was observed from the kit. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.